Manufacturer narrative:
The actual device was received for evaluation. The returned unit was labeled for single use. A visual inspection was performed and it was found the rings were visibly misaligned. The reported problem was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a pin on the coupler ring was defective or misplaced, and the rings were unable to fully attach. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.